Event description:
A scrub technician reported the unit was not getting proper vacuum during the phacoemulsification mode of a cataract extraction with intraocular lens implant procedure. The customer tried to resolve the issue by exchanging the handpiece. This did not resolve the issue. The surgery was completed using an alternate system with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).